Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in germany. It was reported that the deltap increased in the hls set within two hours from 30 to 50 to 140. There was a slower blood flow reduction at a constant speed of 4400 rpm (revolution per minute). Blood flow decreased from 4.2 lpm (liters per minute) to 3.8 lpm. The hls set was replaced with a new one. Suspected dic. Ck and myoglobin significantly elevated. No harm to any person has been reported. Due to reported exchange during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported that the deltap increased in the hls set within two hours from 30 to 50 to 140. There was a slower blood flow reduction at a constant speed of 4400 rpm (revolution per minute). Blood flow decreased from 4.2 lpm (liters per minute) to 3.8 lpm. The hls set was replaced with a new one. Suspected dic. Ck and myoglobin significantly elevated. No harm to any person has been reported. Due to reported exchange of the product during use a report is required. The patient data was not shared by customer. The affected product is not available for technical investigation as the hls set was discarded by the customer. Therefore, the exact root cause remains unknown. A medical consultation was performed by getinge medical affairs on 2025-07-01 with following conclusion: a clear root cause for the reported increase in delta p cited in complaint ot (B)(4) cannot be determined without more details from the customer and, possibly, a thorough investigation of the product. That said, as the affected hls set was discarded, a product-related root cause cannot be ascertained. Based on the prognosis from the attending clinician, the elevated biomarkers may be indicative of dic (as reported). Clotting (and bleeding) may be indicative of dic (disseminated intravascular coagulation) and may serve to elevate deltap if clotting were localized in the hls membrane. Elevated ck and myoglobin level may not necessarily indicate dic but may be signals of rhabdomyolysis. An increase in deltap is not anticipated with elevation in ck and myoglobin. Last, mixed rhabdomyolysis-dic has been reported in the literature and may fit the details of complaint, but would require exploration by the attending clinician and team. In summary, without more details from the customer regarding the case, a clear presentation of the patient status, and a thorough examination of the product, a definitive, or possible, root cause cannot be advanced. Based on the results the reported failure "delta p increased" could not be confirmed. The production records of the affected product were reviewed on 2025-05-23. According to the final test results, the modules with lot# 3000445871, 3000445872 and 3000445849 passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements, design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Referring to the instruction for use ( hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 chapter preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).